Event description:
It was that the patient had previously undergone an neurostimulator implant for refractory urinary urgency, frequency, and urge incontinence. For the past several months, she had experience a sensation of the stimulation only at the site of insertion of the neurostimulator lead. Attempts at programming around this had been unsuccessful. It was felt that revision was indicated. The generator was relatively new, so no plans were made to replace it. An incision was made over the previously implanted generator and the generator with its leads was delivered from the wound. The previously implanted lead was removed by pulling firmly on the lead. The generator was programmed by the manufacturer representative. The was taken to the recovery room in satisfactory condition having tolerated the procedure will. A failed device usage problem was reported. Additional information received no patient injury. The patient just required lead revisions due to lack of therapy effectiveness and decreased sensation. Procedure went fine. It was later reported that the patient never having therapeutic effect from any of her 5 neurostimulator systems. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot# j0427760v, product type: lead. (B)(4).